Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were reported to be unremarkable. It was reported the stent graft was correctly oriented and the contralateral gate was widely open; however, there was difficulty cannulating the contralateral gate with various catheters and approaches including brachial approach. The physician elected to surgically convert the pt to open repair. When the aneurysm was opened, the physician commented the stent graft was correctly oriented. No add'l sequelae were reported and the pt is fine. The device was not returned to medtronic for evaluation.